Event description:
When advancing the stent delivery system through the sheath introducer the stent dislodged in the distal part of the introducer. The patient was a (B)(6) female. The target lesion location was the left branch of the pulmonary artery. The vessel characteristics and rate of stenosis are unknown. There was no damage when the package was opened and product was removed from package. The product was prepped as per the IFU. During insertion of the stent delivery system (sds), the y-connector was secure to the y-connector of the palmaz genesis sds and a constant flush was maintained throughout the procedure. When the physician advanced the sds through the introducer the stent came off from the balloon catheter. It was noted that there was some resistance in the distal portion of the introducer. The physician was able to retrieve the stent with capture device. The lung artery was not damaged during the failed procedure. The decision was made to start preparing the patient for open surgery. The event required intervention to prevent permanent impairment or damage.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
When advancing the stent delivery system through the sheath introducer, the stent dislodged in the distal part of the introducer. There was no damage when the package was opened and product was removed from package. The product was prepped as per the IFU. During insertion of the stent delivery system (sds), the y-connector was secure to the y-connector of the palmaz genesis sds and a constant flush was maintained throughout the procedure. When the physician advanced the sds through the introducer, the stent came off from the balloon catheter. It was noted that there was some resistance in the distal portion of the introducer. The physician was able to retrieve the stent with a capture device. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.